Event description:
It was reported that spacer has deformed due to multiple processing and no longer performs as intended.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: barwon health geelong. Instrument has deformed due to multiple processing and no longer performs function designed for. This was identified by sterilising staff after case. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the one of the post of the attune spacer block was deformed, also the spring was missing. The attune spaced block was returned with an unidentified spring and knob. Both of these unknown parts are not part of the spacer block and are considered unrelated to the reported incident. There will be no further investigation conducted on these unknown components as it is not possible to confirm their association with depuy synthes medical devices. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces such as but not limited to using excessive force in a prying motion. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block, would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.